Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 5.5 cm abdominal aortic aneurysm. Vessel morphology moderate angulation of the aortic neck, 45 degrees. The vessels diameters have changed from 19 mm in diameter to 20 mm in diameters. It was reported approx 39 months post stent graft implantation, the CT demonstrated that the stent graft had migrated and there is a type ii endoleak. It was reported that the stent graft migration was due to aortic neck angulation and the type ii endoleak which resulted in aneurysm sac enlargement. The pt was treated 12 months ago for the type ii endoleak. The physician has not treated the pt. There are no additional clinical sequelae reported and the pt was reported to be fine.